Event description:
It was reported that the customer was dissatisfied with his insulin pump. The customer discontinued the infusion set he was using because it fell out leading to many high blood glucose levels. The product was not returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).